Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-08432. Follow up information identified the patient¿s pain has improved, but has not yet completely resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-08432.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2, related manufacturer reference number: 1627487-2019-08432. It was reported the patient experienced intense pain in the left hip and low back area with pain traveling down the left leg during a drg trial, which differed from her normal pain pattern. The physician thought the pain may possibly be nerve irritation from the thoracic-12 lead and opted to turn off the lead. The patient was also admitted to a psychiatric unit on (B)(6) 2019, so the physician decided to explant the trial leads given the overall situation of the patient.